Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a double j-catheter implantation procedure in the ureter, performed on (B)(6)2021. During unpacking, it was found that the stent was fractured. Another contour ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a double j-catheter implantation procedure in the ureter, performed on (B)(6) 2021. During unpacking, it was found that the stent was fractured. Another contour ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation noted that the bladder pig tail detached separated. The suture string was not returned. No other issues with the device were noted. The reported event was not confirmed. According to product analysis, it was found that the device has the bladder pig tail detached. According to the evidence, it is possible that operational factors, interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during the preparation, could have caused detached observed. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.